Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited failure to capture. The pacemaker and the rv lead was explanted, and a replacement leadless pacemaker was implanted. The patient experienced no consequences.

Manufacturer narrative:
Field event of capture problem was not confirmed. As received device was in normal range of operation and no anomalies were noted. Electrical functions of the device were tested and found to be normal. Further analysis performed, including electrical, thermal and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity.